Manufacturer narrative:
The device remains implanted.

Event description:
Reportedly, a v-lead failure or v-connection issue was detected during routine follow-up. A re-intervention was performed in (B)(6) 2014 and the physician detected that the setscrew was not properly tightened. User error was reportedly identified.

Event description:
Reportedly, a v-lead failure or v-connection issue was detected during routine follow-up. A re-intervention was performed in (B)(6) 2014. The pacemaker was explanted and will be returned for expertise.